Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a spiros generated a leak of an unknown chemo therapy during patient use. There were leaking spiros; no crack/defect was visualized. The sample was not retained due to chemo spill cleanup. There was no patient harm reported.